Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the product stated in the complaint was not returned for review. After reviewing the device history records they were found to be conforming to requirements at the time of MFR. The exact origin of the pain is unknown. No devices or photos were received; therefore, the condition of the component is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the component and corresponding devices were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: the mfg records of the femoral stem were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported the pt experienced pain post op and was revised.